Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Contact reported receiving an email that the customer's cartridge leaked. No additional information was known or reported.